Event description:
The user facility reported that a tr band device was placed post a cerebral arteriogram procedure and the device would not hold enough air to maintain hemostasis. The tr band was removed, and manual pressure was used to achieve hemostasis. There were no issues with access. A 5fr glidesheath slender was used. The patient was in stable condition. The procedure outcome was successful. The estimated blood loss was less than 250cc's. There was no patient injury/medical or surgical intervention required. There was no equipment or other devices used with the above product.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: interventional radiology technologist supervisor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. Two tr bands sealed in their original packaging and one opened tr band without it's original packaging were returned for product evaluation. The returned devices were opened and subjected to visual inspection and no damage or anomalies were noted. The opened tr band was returned with 5 ml of air. Each sample was subjected to leak testing. The inflator for each device was used to inflate the tr band with 18 ml of air. The inflated tr band was then submerged underwater. For each sample, there were no air bubble noted at the check valve and no bubbles were observed along the seals of the large and small balloons. Each sample passed leak testing. The valve on the opened tr band was deconstructed and examined. No foreign matter was found. Based on the returned devices, the complaint cannot be confirmed for airflow issues because the devices passed leak testing, no air bubbles were noted at the inflation balloon or the large and small balloons. The exact cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for investigation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.